Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2021-00043.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; incontinence not present before implant; psychiatric injury. Surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: investigative operation. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: vaginal repair with sacroplexy. Nonsurgical treatments: the patient was treated with pain medication: panadol and nurofen for the treatment of: pain - when needed. On (B)(6) 2020 the patient commenced incontinence medication: vesicare tablets. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training): wave chair for purpose: tighten the muscles. The patient was treated with topical treatment (including oestrogen cream): ovestin cream. The patient was treated with incontinence pads. On (B)(6) 2020 the patient commenced incontinence medication: betmiga. On (B)(6) 2020 the patient commenced incontinence medication: hiprex..

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thi pain; pain inter; incont not pres; psych surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: vaginal repair with sacroplexy. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: investigative operation. Nonsurgical treatments: the patient was treated with pain medication: panadol and nurofen for the treatment of: pain - when needed. On (B)(6) 2020 the patient commenced incontinence medication: vesicare tablets. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: tighten the muscles. The patient was treated with topical treatment (including oestrogen cream): ovestin cream. The patient was treated with other (please specify). On (B)(6) 2020 the patient commenced incontinence medication: betmiga. On (B)(6) 2020 the patient commenced incontinence medication: hiprex.